Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's physical therapist had used a tens unit near their ipg. As a result, the ipg became inoperable. Troubleshooting by a company representative was unsuccessful in rectifying the issue. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.